Event description:
It was reported that a dissection occurred. The target lesions were located in the right coronary (rca) and left anterior descending (lad) arteries. A 3.50 x 38 mm promus elite was deployed successfully in the rca. The 90% stenosed lad lesion was moderately tortuous and severely calcified. Pre dilation of the lesion was completed with a 2.50 x 12 mm semi-compliant balloon. A 3.00 x 38 mm promus elite was deployed successfully in the lad at 11 atm and post dilated at 15 atm with a 3.50 x 12 mm non-compliant balloon. A flow-limiting proximal edge dissection was then noted. To cover the edge dissection, a 3.50 x 20 mm promus elite was deployed proximally. The procedure was completed successfully and the patient was stable and fully recovered.